Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl, which was addressed via a manual injection. The customer changed out all supplies. Two hours later, bg level had reportedly decreased to 335 mg/dl.